Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of death has been estimated. Guide wire: cordis 3j, bmw. Guide cath: bsc fr4, runway fl 3.5, bsc wiseguide fl4, pt2. Sheath: medtronic 11 cm ps. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. There was no reported product deficiency. Death, hemorrhage, perforation, and arrhythmia/ventricular fibrillation are known adverse events as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient presented with hypertension, atrial fibrillation, non-sustained ventricular fibrillation, palpitations, shortness of breath, congestive heart failure and renal failure requiring dialysis. After the implantation of a 3.5 x 28 mm promus stent, a perforation was noted in the mid left anterior descending artery and two graftmaster stents were used to successfully seal the perforation. The patient was very sick and during attempts to treat the perforation, the patient went into pulseless electrical activity requiring CPR. The patient was intubated, pericardiocentesis was performed and an intra-aortic balloon pump was inserted. The patient began experiencing ventricular fibrillation again and was shocked. A blood transfusion was started. After the perforation was sealed, the patient was taken to the intensive care unit in a coma. Approximately one week post treatment, the physician discussed the patient's prognosis with the family. The physician felt the patients chances of recovering from the coma were not good so the patients family decided to have the patient taken off of dialysis and identified the patient as a 'do not resuscitate' patient. The patient died approximately one week post procedure due to renal failure. No additional information was provided.